Event description:
It was reported that the pt, implanted on (B)(6) 1999, is a non-user and was explanted of the device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.